Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 5 days after sensor insertion into the abdomen. On (B)(6) 2024, the patient had been walking around a lot during the day and felt uncomfortable and "weird". It was noted that the patient recently had open heart surgery. That evening, he had dinner with friends and his cgm was reading 90 mg/dl. No bg meter comparison was taken. The patient stated his cgm level is usually always around 90 mg/dl, and that rarely goes over 100 mg/dl or under 90 mg/dl. The next thing the patient remembers is waking up in the emergency room (ER) around 8-9pm. The patient had lost consciousness at some point during his dinner with friends. In the ER, he was told his bg level was 16 mg/dl. No cgm comparison was reported. The patient was treated with IV dextrose. After treatment, the patient¿s bg meter reading was around 121-131 mg/dl. The patient was discharged home a few hours later. The patient was okay at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.